Event description:
Upon inspection, manufacturer's investigation unit reported lancet protruding from lancing device cap. No adverse event reported. The device was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.